Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient enrolled in a clinical study underwent right knee arthroplasty and was noted to have stiffness and decreased range of motion during their one month follow-up visit. Patient underwent a manipulation under anesthesia approximately two weeks later and again approximately one month later. Patient continues to have pain and stiffness as of the three month follow up.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the available records by a health care professional noted the patient experienced stiffness requiring manipulation under anesthesia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface medial congruent (mc) right 10 mm catalog 42522100110 lot 63753017, nexgen complete knee solution, trabecular metal patella catalog 00587806532 lot 64176468, natural tibia trabecular metal fixed bearing right size d catalog 42530006702 lot 62869826. The product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04181, 0001822565-2019-04182.

Event description:
A patient enrolled in a clinical study underwent right knee arthroplasty and was noted to have stiffness and decreased range of motion during their one month follow-up visit. Patient underwent a manipulation under anesthesia approximately two weeks later.